Event description:
A malfunction alarm was reported, specifically associated with malfunction code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided assistance in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any further issues arise.